Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device contained 5% dextrose inj (51750mg/1035ml). The expected infusion time was 46 hours; however, approximately 77ml of the original 230 ml elastomeric volume remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured december 1-2, 2025. H11: the device was received for evaluation containing 127 ml fluid in bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The sample was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.